Event description:
The customer reported the system displayed communication error messages. This error message reportedly prevented the system from booting up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was replaced. The system was then found to be operating as intended.